Manufacturer narrative:
(B)(4); the product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during routine device check for this subcutaneous implantable cardioverter defibrillator (s-ICD), the battery was noted to be at 4% and a long charge (lc) code, as well as a charge time out (CT), was noted. There were no stored episodes in the device. The patient did report the device had emitted tones. Data analysis was completed and confirmed the lc and CT codes. The device was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. It was confirmed that the device was at eri battery status. External visual inspection identified no anomalies. A review of the memory confirmed the codes observed in the field. The device was disassembled and detailed analysis was performed on all three battery cells. One of the battery cells was confirmed to be completely depleted. Engineers determined that this device was demonstrating behavior consistent with a high current condition associated with the cathode and anode coming into contact and causing internal cell depletion.